Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device became not to be activated on the way. So the blade was cleaned outside the patient's body and the blade was broken off. (As the blade was broken off outside the patient's body, no pieces were left inside the patient). Another device was used to complete the procedure. There were no adverse consequences for the patient.